Manufacturer narrative:
Internal blood leak can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed.

Event description:
Customer complains blood leak during treatment. It was found membrane broken during the first use. Blood flow rate: 60ml/min. Tmp: 40mmhg. Machine: ak95s. No blood loss. No patient harm and no medical intervention needed.